Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, bowel perforation, free air, and multiple recurrent hernia defects. Post-operative patient treatment included bowel resection with anastamosis, hernia repair with new ethicon prolene mesh, and removal of mesh.